Event description:
Healthcare professional (hcp) reported patient was injected wiht 0.7 ml of juvéderm® volift® with lidocaine in the lips. After a month, patient discovered a multiple small lumps in all the lip, mild inflammation due to lumps and pain to palpation. Patient was treatewd with a soft massage, prednisone 30 mg 3 days and 15 mg until completing 5 days, and prednisone + doxicicline 100 mg every 12 hours for 14 days. Patient was assessed 3 weeks later without signs or symptoms at palpation and visually no product is observed in the lip. Symptoms has been resolved.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.